Event description:
It was reported that the customer kept receiving no delivery alarms. Customer has been getting the alarms during basal, bolus, and fill tubing process. Customer stated that these alarms have been more frequent the past couple of weeks. Customer's blood glucose level was 600 mg/dl. Customer treated with a shot and reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer will be sent replacement sets and reservoirs. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.